Manufacturer narrative:
Block e1: initial reporter facility name: medical corporation suisei society sakai memorial hospital block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. The catheter of the device was carefully inspected and no damages were found. Functional analysis could not be performed due to the returned condition of the device. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, the amount of strength applied by the customer during the movement of the balloon, and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal bile duct during endoscopic papillary large balloon dilation (eplbd) with biliary stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with a different non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: medical corporation (B)(6) hospital (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in the distal bile duct during endoscopic papillary large balloon dilation (eplbd) with biliary stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon ruptured. The procedure was completed with a different non-bsc device. There were no patient complications reported as a result of this event.